Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement, 4 in the calcified right common femoral artery (rcfa) and 1 in the left common femoral artery (lcfa), was attempted with the proglide devices, using a pre-close technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. The first and second proglides in rcfa had a posterior cuff miss after step 3 (removal of proglide plunger). The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the 2 in rcfa and 1 in lcfa. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.